Manufacturer narrative:
H.6. Investigation: a sample was received and analyzed by our quality team in vernon hills. The separation was immediately noticed at the end of set near male luer and the complaint was verified. The set was analyzed under microscope and the root cause of this failure was found to be a lack of solvent at the tubing luer junction. A device history record review for model ms3500-15 lot number 20103446 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20103446 regarding item #ms3500-15.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: the issue noted was that the luer lock connector on the end of the tubing popped off when the nurse went to put the connector on the end and fluid went everywhere.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: the issue noted was that the luer lock connector on the end of the tubing popped off when the nurse went to put the connector on the end and fluid went everywhere.